Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse confirmed the error via the error log,; then, replaced the asm board which resolved the issue. The customer was subsequently able to run quality control (qc) and patient samples without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial (B)(4). There were no similar complaints identified during the search period. The g8 operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. 710 z1-axis error: an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event was due to failure of the asm board.

Event description:
It was reported that the customer received persistent "710 z1-axis" errors on their g8 analyzer. Technical support (ts) instructed the customer to clean the sampling needle assembly guide rod with alcohol. The customer stated they do not have lubricant on site. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
One asm board was returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Functional testing of the vacuum pump failed. The reported event was duplicated. The most probable cause of the reported event is due to failure of the asm board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.